Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2: 0.8, 1.4, lab: 2.7. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.